Manufacturer narrative:
Investigation included user interview and assessment of use conditions. Investigation of this case revealed no device alarms and that the user self-treated with oral carbohydrates. It was concluded that the event involved hypoglycemia with unclear cause and that user education or troubleshooting was performed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced a hypoglycemic event with a blood glucose of 53 mg/dl while using the ilet bionic pancreas, which was in its learning period. Symptoms included hypoglycemia. Outcomes included resolution of low blood glucose after oral carbohydrate intake, specifically yogurt and toast with peanut butter, with blood glucose returning to range.